Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on along with concurrent cystoscopy, perineoplasty, cervical trachelectomy, sacrospinous vault suspension due to symptomatic pelvic floor relaxation, sui, pelvic pain, history of endometriosis. It was reported that patient underwent mesh removal on (B)(6) 2012 due to pelvic pain secondary to vaginal mesh. It was reported that the patient underwent a procedure on (B)(6) 2009, robotic appendectomy, and right pelvic sidewall peritoneal stripping. It was reported that the patient underwent a procedure on (B)(6) 2009, fulguration of endometriosis, laparoscopic resection of left pelvic sidewall nodule due to pelvic pain, and history of endometriosis.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and obtryx were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.